Manufacturer narrative:
E.1. Initial reporter facility: (B)(6) hospital . A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3.1 cubie was failed to open and not detected on bus. A field service engineer identified that the connections on the controller board and the retractor band needed to be reseated on the drawer, reseated the connections and rebooted the station. The customer tested inventory on drawer 3-1, and the test was successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a cubie failure occurred involving drawer 3.1. The customer reported that the drawer opened; however, the cubies did not open. Attempts were made to recover the drawer and reboot the station; however, these actions were unsuccessful. The system displayed an error message stating "device not detected on bus." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.